Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon examination, superficial infection was noted on the device site. The infection was believed to be procedure related. Oral antibiotics were given. The infection was resolved and physician elected to continue monitoring.

Manufacturer narrative:
Concomitant products should have been included in the previous report.